Event description:
Patient was receiving slowed infusion of rituxan that he has had previous reactions to. Patient was supposed to receive this medication over 6hrs. The nurse programmed the IV pump correctly and the product was dripping as expected. After 1 hr 45 mins rn went back to check infusion and the rituxan bag was empty - and the 250cc flush bag was over capacity. The rituxan had back flowed into the flush bag. This is the 5th time this has happened this week.

Event description:
Patient was receiving slowed infusion of rituxan that he has had previous reactions to. Patient was supposed to receive this medication over 6hrs. The nurse programmed the IV pump correctly and the product was dripping as expected. After 1 hr 45 mins rn went back to check infusion and the rituxan bag was empty - and the 250cc flush bag was over capacity. The rituxan had back flowed into the flush bag. This is the 5th time this has happened this week.